Event description:
It was reported that patient was seen in clinic with high impedance. The device remains implanted in the patient. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event; corrected information ; initial MDR inadvertently omitted information known prior to submission f10. Adverse event problem; ; corrected information ; initial MDR inadvertently omitted information known prior to submission.

Event description:
It was reported that the patient was admitted to hospital for exploratory surgery of leads. No other relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that the patient's high impedance was determined to be due to incomplete pin insertion. The surgeon elected to replace generator since they were not confident it could "tightened normally". The explanted device has been received by the manufacturer and is awaiting product analysis. No other relevant information has been received to date.

Event description:
The explanted generator underwent product analysis testing in which there were no performance, or any other type of adverse conditions found with the pulse generator.